Manufacturer narrative:
(B)(4) - the probasic model is unknown and serial number/date code is unknown. The owner's manual was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. No further information has been received on this event. The extent of injury is unknown at this time. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.

Event description:
A letter was received from an initial reporter stating the user of this device sustained injuries due to an accident reportedly involving this walker. The walker model has not been specified. Accident details and injuries have not been provided.